Manufacturer narrative:
There were no reported patient complications resulting from the alleged issue. An investigation will be conducted on the console and a follow-up medwatch will be filed if further information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that the mps console displayed an arrest pump error after cross clamp. The issue required the console to be swapped out. There were no patient complications due to this issue.

Manufacturer narrative:
The console was received and the reported error code was duplicated. Evaluation of the console showed signs of fluid intrusion in the right pump optical encoder. The optical encoder was replaced and this resolved the issue. The console was re-assembled and it passed all functional tests following repair. The root cause of the fluid intrusion is unknown.